Manufacturer narrative:
\The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt0817 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that while the rn was setting up her tray, prior to insertion, a hair was found under the patient drape. The kit was replaced with a new one.